Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in clinic for a scheduled device check, lead noise was observed. Noise was reproducible in clinic. Patient will be called in clinic to determine lead revision requirement. Patient will continue to be monitored.